Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try a different wall outlet and confirmed that the pump remained plugged in for 30 minutes without charging. As the charging connection was unstable and not recognized, and the caller had no alternative charging equipment, a replacement tandem battery charger was sent. The customer was advised to rely on manual insulin delivery methods if the pump battery depleted before receiving the replacement. Upon follow up, distributor confirmed the customer had not reported any further issues.